Event description:
It was reported that (1) al236 was used during a "evh" procedure. It was reported by the rep that the clips would not dispense. Another device was used to completed the case. There was no consequence to the pt.